Event description:
The customer reported that coulter immunoprep reagent b (whole blood lysing solution) was not being delivered into the sample tubes of the coulter tq-prep workstation. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered the syringe motor to reagent b was not moving and was defective. The fse replaced the syringe motor assembly, performed verification tests, and verified that the instrument was operational. (B)(4).